Event description:
It was reported that the patient underwent a revision of an artificial urinary sphincter (aus) device due to 3ml fluid loss from balloon. The patient had five weeks of post op swelling otherwise device activated with no concern. Patient was offered an anti-inflammatory but patient declined due to previous stomach problems. No further patient complications were reported.